Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in demark. On (B)(6) 2024, the nurse reported that the patient experienced dyskinesias. The nurse also reported that the patient had finished the treatment after an injection at the insertion site. No further information available.